Event description:
According to the reporter, on (B)(6) 2017, during a laparoscopic gastric bypass procedure, the device needle was released from the jaw, the needle disengaged into the patient¿s cavity and was retrieved with grasper and scissors. A new product was pulled in order to complete the case. No patient injury.